Manufacturer narrative:
On 4/21/2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient ((B)(6)) born (B)(6) underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and the patient suffered complete heart block (chb) requiring a pacemaker and prolonged hospitalization. The patient suffered complete heart block, resulting in pacemaker implantation. The physician had mapped the his and the papillary regions. Some lesions inferiorly caused some junctional beats but didn't get a full junctional response. The physician then mapped around a little further, just superior to where they had initially burned and anterior to the coronary sinus (cs) on the superior side. They did a few test lesions, separate 5-10 second test lesions and those looked fine. For the 3rd and final lesion, the total was about 13 seconds, there were 3 slow junctional beats, 1 dropped beat, they came off ablation and after they came off there were two intrinsic beats, and then complete and total heart block. The intrinsic rhythm never came back and a pacemaker was implanted. The patient is hemodynamically stable at this time of the report. Additional information received indicating the adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. He knew as he began burning in the upper anterior lip of the cs that it was potentially too high and could cause chb. The chb was instantaneous with no time to react. The patient outcome of the adverse event was fully recovered. The patient required extended hospitalization because of the adverse event. One additional day for pacemaker implant but recovered and is doing well, no issues. The generator used in the case was a smartablate generator.

Manufacturer narrative:
It was reported that a female patient (weighing 97.8kg) born (B)(6) 1960 underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and the patient suffered complete heart block (chb) requiring a pacemaker and prolonged hospitalization. The patient suffered complete heart block, resulting in pacemaker implantation. Additional information received indicating the adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. He knew as he began burning in the upper anterior lip of the cs that it was potentially too high and could cause chb. The chb was instantaneous with no time to react. The patient outcome of the adverse event was fully recovered. The patient required extended hospitalization because of the adverse event. One additional day for pacemaker implant but recovered and is doing well, no issues. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature and no issues were observed. In addition, the product was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).